Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a fluoroscopy check revealed a successful valve load. The valve was deployed and after release of the valve from the delivery catheter system (dcs), an infold was noted.  A post balloon aortic valvuloplasty (bav) was performed with a 28 millimeter (mm) balloon and the valve infold remained stable. The patient was in good condition and no other treatment was performed. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the valve was not returned to medtronic; therefore, no product analysis could be performed. Images were provided for review. The images confirmed a pre-implant balloon aortic valvuloplasty (bav) was performed, proceeded by valve deployment, in which an infold can be seen at the inflow level of the valve. The infold becomes more significant after one recapture. Despite the presence of the infold, the valve was released. A post bav was performed multiple times without resolution of the infold. The reported event indicates that valve was deployed. Following release of the valve from the delivery catheter system (dcs), an infold was noted. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. Per the physician, the patient's calcification contributed to the infold. Severe paravalvular leak (pvl) was noted following the valve implant. Pvl can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. Due to the severe pvl, the valve was explanted 9 days later and replaced with a non-medtronic surgical valve. The following day, the patient died. The cause of death is unknown. Death is a known potential adverse event per the evolut instructions for use (IFU). Per the physician, the presumed cause of death was a protamine allergy which was not directly attributed to the device. A medical safety assessment was performed. Upon review of the information provided, the primary event of valve infolding, leading to severe pvl and unplanned post implant balloon aortic valvuloplasty (2 attempts) with subsequent device explant 9 days later (replaced with a surgical non-mdt valve), is assessed as likely related to the evolut r valve. Contributing factors to the infold may have been the patient's calcified native valve. Per image review, the valve infold can be seen at deployment and becomes more significant after one recapture. Per IFU instructions, the valve should be recaptured upon infold detection and a new valve used, which did not occur in this case. Of note, per image review, there was no evidence of a fluoroscopic valve load inspection prior to implant therefore, infolding at valve load cannot be confirmed. Upon review of the information provided, the secondary event of death is assessed as likely not related to the evolut r valve as the physician noted the presumed cause of death as a protamine allergy after the explant of the evolut r and implant of the non-mdt surgical valve, which was not directly attributed to the evolut r device. Infolding, pvl, death and unplanned intervention are known potential risks associated with the implantation of the evolut r valve and all reported adverse events and severities are documented in risk files and IFU. No further safety assessment is required at this time. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. There is no information to suggest a device malfunction or a failure to meet manufacturing specifications. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse or malfunction. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a fluoroscopy check revealed a successful valve load. The valve was deployed and after release of the valve from the delivery catheter system (dcs), an infold was noted.  A post balloon aortic valvuloplasty (bav) was performed with a 28 millimeter (mm) balloon and the valve infold remained stable. The patient was in good condition and no other treatment was performed. No adverse patient effects were reported. Additional information was received that a pre-balloon aortic valvuloplasty (bav) was performed with a 23 millimeter (mm) balloon. The valve was deployed and recaptured due to positioning. The infold was noted on the second valve deployment. Two post bav were performed with a 26 mm non-medtronic balloon and then with a 28 mm non-medtronic balloon. Per the physician, the patient's calcification contributed to the infold. Severe paravalvular leak (pvl) was noted following the valve implant. Due to the severe pvl, the valve was explanted 9 days later and replaced with a non-medtronic surgical valve. The following day, the patient died. The cause of death is unknown. Additional information was received that per the physician, the presumed cause of death was a protamine allergy which was not directly attributed to the device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that a pre-balloon aortic valvuloplasty (bav) was performed with a 23 millimeter (mm) balloon. The valve was deployed and recaptured due to positioning. The infold was noted on the second valve deployment. Two post bav were performed with a 26 mm non-medtronic balloon and then with a 28 mm non-medtronic balloon. Per the physician, the patient's calcification contributed to the infold. Severe paravalvular leak (pvl) was noted following the valve implant. Due to the severe pvl, the valve was explanted 9 days later and replaced with a non-medtronic surgical valve. The following day, the patient died. The cause of death is unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.